Event description:
It was reported that the patient experienced pocket pain. The patient no longer had the indications for implant of the pacing system. The device was explanted. The leads were capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr03 implantable pulse generator (B)(6) 2011; 407652 implantable pacing lead (B)(6) 2011. (B)(4).